Manufacturer narrative:
Technical services discussed extended charge times at middle of life and recommended device replacement since eri was reached. Technical services also discussed that brady and tachy therapy remained available but shocks could be delayed due to the longer than expected charge times. The device remains in service. Upon receipt at our post market quality assurance laboratory a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) battery status earlier than expected. The monitoring voltage was 2.65v and eri was declared due to charge time. Additional information was received that the patient expired six months later with no device allegation. The device was returned to boston scientific crm nine months after it was explanted.